Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer removed or added insulin during pumping and/or outside of the load sequence. Tandem's technical support educated customer on cartridge labeling. Customer resumed insulin delivery. Customer's blood glucose was 215 mg/dl.